Event description:
During a remote follow up, the device was unable to establish bluetooth communication. In clinic follow up is anticipated. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, the device was unable to establish bluetooth communication. In clinic follow up is anticipated. The patient was stable.

Event description:
Additional information was received indicating that during the in clinic follow up the device was unable to be interrogated using ble telemetry. Additional in clinic follow up is anticipated. The patient was stable.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of unable to communicate via bluetooth telemetry was confirmed. The logs were reviewed and determined there was a memory corruption. The patient was seen at a follow up in clinic and abbott technical support assisted in the reset of the bluetooth on the device and were able to restore the pairing to the mobile transmitter.